Event description:
Patient had device failure of pacemaker generator. Patient has hx. Of avr with pacemaker dependence. No harm came to patient. Patient returned to or for replacement of pacemaker generator 09/28/2005 and discharged later that day without complications.